Event description:
During a laparoscopic lobectomy, a 5mm endoclip clip applier made by covidien with reference #176620, and lot# n1h0889x was used. The clip applier was placed on a larger artery, which fed the lobe of the lung which was being removed. The clip from the clip applier dislodged from the applier halfway. The clip clamped on the artery but would not completely come free from the applier.